Manufacturer narrative:
Qn#(B)(4). A visual, functional, and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record of batch number 74f1602209 that belong to catalog number 41755 has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled & inspected according to our specifications. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility neither is it being manufactured at the time. If the device sample becomes available at a later date this complaint will be updated.

Event description:
The customer alleges that the device did not nebulize at all, the liquid remained in the micromist. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was performed and no issues were detected. The reported complaint of the nebulizer not producing mist could not be confirmed through visual inspection or functional testing of the returned sample. Functional testing of the component assembly produced mist with no issues. The DHR was were reviewed and no issues or discrepancies were found which could potentially be related to this complaint. The investigation of the returned sample found no evidence to suggest a manufacturing related cause as no functional issues were found with the returned sample.

Event description:
The customer alleges that the device did not nebulize at all, the liquid remained in the micromist. The patient's condition is reported as fine.